Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin squirting during priming and insulin pump shut off randomly. The customer¿s blood glucose was unknown at the time of incident. The customer also report the diminished battery life and insulin pump rejects new battery. Customer states they did receive a low battery alert prior to the off no power alert. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.